Event description:
It was reported that 2 bd plastipak¿ concentric luer lock syringes' plungers broke during the leakage check. The following information was provided by the initial reporter, translated from french: "after opening a 50 ml bd plastipak syringe, the plunger button on the syringe breaks during the leakage check, resulting in a risk of injury to the caregiver. The syringe is not contaminated with liquid. A syringe from the same batch is used without problems. Lot 2112019, ref. (B)(4)."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 04-may-2022. H.6. Investigation: one sample was provided to our quality team for investigation. Upon visual inspection, the thumb press was observed to be broken. A device history record review found no non-conformances associated with this issue during production of lot 2112019. The areas where pieces move within the manufacturing area are protected to avoid damage on the product. Final products in this manufacturing line, for this reference and lot size are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. While we could not identify a direct issue, it was determined the damage was likely caused as a result of the product jamming within the manufacturing equipment.

Event description:
It was reported that 2 bd plastipak¿ concentric luer lock syringes' plungers broke during the leakage check. The following information was provided by the initial reporter, translated from french: "after opening a 50 ml bd plastipak syringe, the plunger button on the syringe breaks during the leakage check, resulting in a risk of injury to the caregiver. The syringe is not contaminated with liquid. A syringe from the same batch is used without problems. Lot 2112019, ref. 300865."